Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the pocket was revised to decrease the size of the ipg pocket site on (B)(6) 2016. The issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pocket pain. The patient underwent surgical intervention on (B)(6) 2016 to replace and remove the ipg however; the ipg was not replaced because the lead was unable to be disconnected. It is unknown what was done to address the pocket pain.